Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.